Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose (bg) readings. The user reported her bg readings were high (up to 500 mg/dl) and she even took an insulin injection at one point. Because of the high readings, the user admitted herself to the ER. In the hospital, her bg level was tested, with a reading of 91 mg/dl. While on the phone with dario representative, the user reported the tests strips she used were opened in (B)(6) 2019 over 4 months ago. Per labeling strips should be used "within one month from opening the cartridge foil", meaning the high bg readings may have been due to the use of expired strips. Not enough information regarding old strips is available to investigate. No other product problem was reported. No resolution is available.